Manufacturer narrative:
A siemens fse (field service engineer) evaluated the immulite 2500 instrument. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2500 troponin result was obtained on one patient sample. The laboratory repeated the sample since the result was above the cutoff limit the repeat result was more than double the initial result, therefore the sample was then re-spun and re-run in duplicate.. The result from the re-spun sample was reported to the physician. There was no report of adverse health consequences due to the discordant troponin result.